Event description:
It was reported that a data error alert occurred after the pump was shipped, resulting in some personal profiles or settings being erased or reset. There was no reported adverse impact to customer's blood glucose level. Though a pump reset was attempted to restore history logs, it was unsuccessful, and technical support informed the customer that some history logs might have been erased. Nevertheless, therapy was deemed unaffected. Despite this, the customer did not feel safe using the pump and opted for a replacement. The customer chose to revert to multiple daily injections as a backup therapy and was instructed on how to return the pump with a prepaid label within ten days. Technical support ensured the customer knew how to put the pump into storage mode before its return.